Event description:
It was reported when using the pyxis medstation es system encountered an issue where the screen became unresponsive at the device manager and failed to initialize. The customer reported that the malfunction occurred when user trying to issue the medication to patient, causing a delay in despensing the medication for the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station encountered a fatal exception error while initializing the device manager, resulting in the application failing to launch. A field service engineer replaced the hard drive and configured data synchronization to address the issue. The system functioned as intended after the field service engineer troubleshooted the device.